Manufacturer narrative:
Additional information received indicated a revision procedure was performed. The rv lead terminal pin was placed in the lv port of the device header. The lv lead terminal pin was placed in the rv rate/sense port of the device heaser. Lv sensing was turned off. Defibrillation threshold (dft) testing was performed which reported a shock impedance measurement of 44 ohms and successful ventricular fibrillation (vf) conversion with a 21 joule shock. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition for approximately three seconds. The patient is pacemaker dependent. There was also a slow rise in pacing impedance over time. It was reported that there was damage to the rate/sense portion of the rv lead. The physician inquired about inserting the rv lead into the lv port, as the patient had a lot of hardware and the patient had to be sent to another facility for a lead revision. Boston scientific technical services (ts) discussed that the configuration would be off label. They also discussed the appropriate programming if the leads were switched. No adverse patient effects were reported.